Manufacturer narrative:
Unable to verify s/w due to critical pump error (open book) and unable to download. Retainer ring = clear. Insulin pump received with critical pump error and crest software was utilized and successful, however the history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump was cut open to perform visual inspection and found moisture damage all over electronic assembly, 40 pin flexible printed circuit/lcd, motor assembly, force sensor, battery tube, vibrator and keypad flex tail. No moisture damage on the keypad traces or dome switches during visual inspection. The force sensor offset measured within spec range during testing (24.7mv). The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and the critical pump error occurred during testing. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and critical pump error occurred during testing. Perform brush cleaning with the isopropyl alcohol the moisture damage area on both boards pcb 1 and pcb 2 and reinstalled in a test electronic assembly, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, pump received with critical pump error and crest software was utilized and successful, however the history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen due to severely moisture damage on the electronic assembly. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was cracked from the back where the battery was there. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.